Event description:
Frame broke on both sides of the seat post tube, where attached to side frames. Top shroud cracked from the seat post moving and the side frames started leaning towards each other and the motor brakes were touching, damaging the left brake. User continued using chair.